Event description:
The doctor reported that the implant was removed due to loss of osseointegration approximately 4 years-10 months after initial implant placement. Bone quality around the area was type IV, and oral hygiene around the implant was moderate. During the surgery, peri-implantitis was found. The patient has since recovered.